Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg underfilled. The following information was provided by the initial reporter: "vacuum quantity in the tube is lower than expected, as some tubes when inserting the vacutainer the blood does not flow back into the tube, or the amount of blood that enters the tube does not reach the expected blood line, as marked."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA device problem code(s):(B)(4). FDA patient problem code(s): (B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg underfilled the following information was provided by the initial reporter: "vacuum quantity in the tube is lower than expected, as some tubes when inserting the vacutainer the blood does not flow back into the tube, or the amount of blood that enters the tube does not reach the expected blood line, as marked."